Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a high glucose alert and experienced hyperglycemia above 400 mg/dl after recently changing pump supplies; the user noted insulin was moving through the tubing and did not observe visible set issues, and was advised to replace the infusion set and consult their clinician about backup therapy. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included continued device use without professional medical intervention, without backup therapy, and without ketone testing, with glucose levels reportedly high for a couple of hours before resolving and no hospitalization. Investigation included user interview, product use review, and troubleshooting education focused on potential infusion set occlusion or cannula kinking. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure, with possible infusion site or set-related delivery issue remaining unverified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.